Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became hot multiple times after being connected to a power source. Subsequently, the customer received multiple temperature alarms. The customer's blood glucose level was 194 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.